Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative noted that the tank valves were closed and the c3f8 regulator gauges were at proper pounds per square inch (psi) after the system had been sitting for several days. This verified no leaks in the system¿s gas circuit. The company service representative tested the gas pressure for c3f8, and the fill pressure met specifications. As a preventative measure, the pneumatics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. This complaint was opened to address the first patient out of two at the site to have received an improper amount of c3f8 gas. The c3f8 ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The ispan gas cylinders requires the use of a pressure reducing gas regulator to deliver the gas. The ispan medical regulator is intended to deliver the gas at 10 psig or less. In the regulator directions for use (dfu), the user is required to verify that the sealing o-ring is in place prior to attaching the regulator to the gas cylinder. The system was found to exhibit no functional problems; therefore, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
This report represents console involved in this event. A physician reported that after a vitrectomy procedure for recurrent retinal detachment, on post operative day 10 the surgeon found only 30% of gas was filled in patient¿s eye, they noticed the system was improperly dispensed gas and was leaking somewhere that caused room air to be drawn up. It was informed that an ophthalmic gas and an ophthalmic operating console were used in the procedure. The procedure was completed successfully. There was no patient harm reported. Additional information has been requested, but none received till date.